Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate dates are between (B)(6) 2017. If explanted, give date: unknown, information not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (model zcb00, +18.0 diopter) was explanted from the right eye in a secondary procedure because of the patient complaining of visual distortion. The lens was removed without any problems. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/28/2017. Device returned to manufacturer: yes. Device evaluation: the lens was evaluated. The lens was received in half with lens broken and the haptic detached. In the half there was no observation of any surface defect that could cause visual distortion, even though the it was received this part of the lens cannot determine the cause of the issue reported. The lens condition could be related to the explant process that it was performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.